Event description:
It was reported to philips that the system would not boot up completely. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the customer was performing a planned coronary procedure which was completed by moving the patient to another system. The philips field service engineer (fse) visited onsite and confirmed that the system was not booting up entirely. Upon troubleshooting, the fse found that the suite pc was not booting up entirely and it got stuck on the philips screen. The cause of the suite pc failure could not be conclusively determined by the supplier's part analysis, however, the replacement of the suite pc by the fse resolved the reported issue and restored the functionality of the system. After replacement and reinstallation of software and necessary configurations, the system was returned to use in good working order. The codes were updated based on the investigation outcome. The health impact code was corrected.